Event description:
The device was returned for an unrelated issue. Upon investigation, it was found to run without user activation.

Manufacturer narrative:
The device was evaluated and corrosion was found in the motor and other internal components. Corrosion can cause the device to run without user activation when it facilitates intermittent electrical connection and allows magnetic leakage onto the hall sensor.